Event description:
A customer contacted beckman coulter inc (bec) reporting a "pop" sound, followed by a puff of smoke and a burning smell coming from the coulter act 5 diff analyzer (auto loader) which automatically powered off. The instrument would not turn back on. The customer unplugged the system until service was on site. No death, injury, or change to patient treatment was associated with this event.

Manufacturer narrative:
A bec field service engineer (fse) was dispatched and was unable to get the original power supply to work the fse installed a new power supply on the unit and the old power supply was returned for evaluation. Based on the supplied information, the cause of the pop, smoke, and smell cannot be determined to date. Per labeling, act 5diff autoloader, instructions for use, pn624026, beckman coulter inc urges its customers to comply with all national health and safety standards such as the use of barrier protection. This may include, but is not limited to, protective eyewear, gloves, and suitable laboratory attire when operating or maintaining this or any other automated laboratory analyzer. (B)(4).